Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 139 mg/dl (inform system 1) and 71 mg/dl (inform system 2). No actions taken based on device results. No adverse event reported. Requested return of suspected device and strips; however, customer indicated there are no strips left to return. Replacement was sent.

Manufacturer narrative:
This medwatch is for the inform system 2. (B)(6). It was unknown if the initial reporter sent report to the FDA. Device will not be returned.